Event description:
Patient was in the or and having extensive gastric surgery. The patient was connected to a ge solar 8000i monitor that included a perioperative information management (pim) software interface. The pim software is in the data processing unit (dpu). The dpu connects the solar display, carescape module, network and other various devices together. This is fairly new technology in the operating room and while this device has been used throughout the house (hospital) without difficulty, the operating room solar monitors have had multiple occasions when the non-invasive blood pressure (nibp) function failed to take a blood pressure (the nibp will exit the auto interval mode without an alarm), despite the patient having a palpable pulse. In this case, the anesthesiologist was unable to obtain a bp for several minutes and had to place an arterial line to continue with the surgery. When this was first presented to the biomedical staff they had multiple conversations with ge, and apparently this problem occurs only in the operating room mode with the pim and was exacerbated with an upgrade from software version 1.2, to version 2.0, the problem persists. After speaking with the biomedical engineers who have been in contact with the ge representatives, the upcoming software upgrade is going to fix this problem.